Manufacturer narrative:
The malfunction was duplicated and attributed to a capacitor on the system board. The system board was replaced to resolve the malfunction.

Event description:
During a routine shift check by a clinician, the device failed to power on. There was no pt involvement.